Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found the device in good condition. The pump event history log review showed a force sensor test error. The technician verified the reported event during start-up and the plunger head was full of contamination which caused the reported problem. The technician replaced all parts in the plunger head. Plunger assembly (forcesensorerror), barrel clamp rod (rusted), bottom case (cracked) and battery (lmd low) and ran all functional tests which passed. The root cause is contributed to user error.

Event description:
It was reported that a force sensor error was displayed. No patient injury was reported.